Event description:
Patient showed redness of the skin above the pump .lab results unobtrusive. Puncture of the pump pocket showed no infection that means no germs. They exchanged the pump and replace it by a medtronic. The hospital assume an incompatibility against the polysulfone ring as this was described for membranes and peacemaker. The pathologic results will follow.

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned to codman (B)(4) for investigation. Pathologic analysis results were received in (B)(4) on april 20th, 2015. Based on the result of pathology analysis they concluded that the reaction observed was probably due to an incompatibility of the patient with the medstream pump, however, this could not be determined. Four complaints from the same hospital and for the same issue were recorded in the last 12 months, no other concurrencies has been identified. A DHR review was performed for the product 91-4200, sn#(B)(4), and the lot met specifications when released. The sterilization data were verified, and the lot met specifications. The lot was released on (B)(6) 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.